Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/21/2017. The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown cardiovascular surgical procedure on (B)(6) 2017 and the suture was used. During the procedure, it was found that the package had not been heat-sealed properly. There were two paper folder in one package and one of two packages has been sealed up in a sandwiched state. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
An actual sample of product code d7768, lot # kpp708 was received for evaluation. During the visual inspection of the overwrap packet it could be observed a piece of the straight-pack folder in the seal area. However, this condition not compromise the sterile barrier and the integrity of the sample was not affected. Per the condition of the sample received the assignable cause of the packaging integrity is primary packet in the seal since a portion of the primary packet is in the overwrap seal area.